Manufacturer narrative:
(B)(4). Only event year known: 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a bug was found in the sterile trocar package. The procedure was completed with an alternate like device with no patient consequences reported. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r92635. Device analysis: the analysis results found that a d5lt device was returned inside its package unopened. The package was visually inspected and a foreign matter was observed to be inside. Inspection of the package consisted of tearing the package open and inspecting the foreign matter under magnification. Inspection under magnification revealed that the object was not an insect but a piece of black plastic. The plastic particle was measured at 8 mm. The most probable cause for the source of the plastic foreign matter is related to flash from the device which became dislodged after the affected device was packaged. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.